Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump experienced screen bezel separation resulting in display issues, and a replacement device was arranged; the affected device component was the display and the problem involved loss or failure to bond. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a stress-related problem consistent with a bonding failure at the display component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.